Manufacturer narrative:
Retainer ring color: black on (B)(6) 2020 legal pump. Hospitalization high blood glucose's. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, lcd function test and the delivery accuracy test at 0.08735 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The insulin pump was received with a duracell alkaline battery installed 1.019 volts. Test energizer alkaline battery 1.556 volts. There was an unexpected failed battery test alarm when performing the lcd function test. Cleaned the battery contacts on the battery simulator and reinstalled pump to the battery simulator. No failed battery test alarm noted. Failed battery test alarm due to dirty battery contacts on the battery simulator. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 763 mg/dl. Customer was treated in the intensive care unit. Customer was treated with insulin drip. Customer had vomiting and throwing up. Customer stated that they experienced blood glucose level of 225 mg/dl. Customer was not using auto mode. The insulin pump will not be returned for analysis.